Manufacturer narrative:
(B)(4). Results: lymphocele/lymph fistula. Anatomy related; fistula between lymphocele at right femoral access. Conclusion: anatomy related; fistula between lymphocele at right femoral access.

Event description:
An endurant stent graft system was implanted in the patient for the treatment of a 5.1 cm in diameter abdominal aortic aneurysm. The aortic neck length is 10 mm, the proximal aorta is 25 mm in diameter and the femoral arteries are 11 mm in diameter on the right and 10 mm in diameter on the left. The patient had a CT and an ultrasound and the aneurysm was 4.8 cm in diameter and there were no stent graft issue reported. It was reported that there was lymphatic collection at right femoral access site. The investigator indicated that this was related to the procedure but not related to the device or to the aneurysm. The patient was treated by local care with honey dressings until healing occurred. It was reported that one month ago there was spontaneous skin rupture of a lymphocele at right femoral access, which required local care. The healing is acquired at the level of left femoral access. On the right side, there is a linear, shallow, burgeoning, not exuding wound. Lymphatic collection was visible on the CT scan. Local care to be continued with honey dressings until healing. No additional clinical sequelae were reported.